Event description:
An abstract published in pub med reported a case study involving the prismaflex control unit and a prismaflex hf1000 set used for intravenous lipid emulsion to treat a patient with an intentional drug over dose. This is off label use. The patient was hypotensive, bradycardiac and unresponsive to the emergent treatment of intravenous saline, calcium, glucagon and vasopressors. The patient was given a bolus of 20% intravenous lipid emulsion (ile) with some improvement and therefore, a continuous intravenous infusion of ile therapy was started. The patient's medical condition deteriorated, with development of acute respiratory and renal failure. Continuous venovenous hemofiltration (cvvhf) was initiated. Lipemic blood was observed in the prismaflex hf1000 set and transmembrane pressures began to rise and then the filter clotted. An attempt was made to remove vasopressor support. The patient's family decided to withdraw care. The patient expired sometime later. The date of the death is unknown and estimated to be (B)(6) 2014.